Event description:
The longevity was shown as less than 3 months upon interrogation performed with the device in its sterile box.

Manufacturer narrative:
(B) (4). Evaluation method: since the device remains implanted, the programmer files were reviewed. (B) (4)